Event description:
The below report was received by health authority (reference number: (B)(4)) on 12-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of urticaria ("urticaria") in a 32 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced urticaria (seriousness criterion intervention required), psoriasis ("psoriasis"), fatigue ("severe fatigue"), pain ("widespread unexplained pain throughout her body"), restless legs syndrome ("feeling of restless legs") and thinking abnormal ("dark thoughts"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to psoriasis, urticaria, fatigue, pain, restless legs syndrome or thinking abnormal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 12-oct-2022. The most recent information was received on 20-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of urticaria ("urticaria") in a 32 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced urticaria (seriousness criterion intervention required), psoriasis ("psoriasis"), fatigue ("severe fatigue"), pain ("widespread unexplained pain throughout her body"), restless legs syndrome ("feeling of restless legs") and thinking abnormal ("dark thoughts"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to psoriasis, urticaria, fatigue, pain, restless legs syndrome or thinking abnormal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-oct-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.